Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated the inner insulation of the lead developed a breach due to metal ion oxidation while in vivo. The outer insulation of the lead developed a breach due to environmental stress cracking while in vivo. Concomitant medical products: addr01 ipg, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead returned to the manufacturer for analysis following upgrade replacement and tested out-of-specification. No patient complications have been reported as a result of this event.